Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2022-00092 since there is more than one device implicated.

Event description:
(B)(4). This report is associated with product (B)(4). This reusable device case, reported by a consumer who contacted the company to report adverse events and product complaints (pc), concerned a 64-years-old asian (han) female patient. Medical history included hypertension, heart disease and family history patient mother had diabetes. Concomitant medications included xinyan, methylcobalamin, metoprolol tartrate and some unspecified drug for an unknown indication. The patient received insulin lispro protamine suspension 75% insulin lispro 25% (rdna origin) injections (humalog mix 25), via a cartridge, via a reusable device humapen ergo ii, at doses 25 units in the morning, 25 units in the evening, twice a day subcutaneously for the treatment of diabetes mellitus and beginning on an unknown date 2014 or 2015 (conflicting information). Sometime in 2019, while on insulin lispro protamine suspension 75% insulin lispro 25% therapy, the eyes were invisible and could not see clearly. In 2020, leg pain occurred and the leg was not good to use. In 2021, the memory was not good and she could not remember and she was easy to forget. Every year because she had hypertension, heart disease, diabetes, leg pain/legs were not good to use and she was hospitalized two to three times due to all these events. On (B)(6) 2022, due to a malfunction of the injection pen she did not inject insulin in the afternoon of that day. For the first and second pen, sometime in (B)(6) 2022, the insulin injection pen injection button could not be pressed. There was medicine liquid in the cartridge that was installed on the humapen and there were no abnormal objects inside the pen. The installed needle was connected to the cartridge properly, the needle was not clogged or bent, a new needle was used for each injection and the needle was at the size recommended by a doctor. The injection button was pressed slowly when used and the humapen was stored without the needle lot number: seeasrptd, (B)(4) and lot number: seeasrptd, pc (B)(4) information regarding any corrective treatments, further hospitalization details, laboratory tests done while hospitalization, outcome of the events and the status of insulin lispro protamine suspension 75% insulin lispro 25% was not provided. The operator of humapen ergo ii devices was patient and her training status were not provided. The general humapen ergo ii was not provided and suspect humapen ergo ii start duration of use was from about 2014 or 2015. The status of humapen ergo ii devices was not provided and their return was also not provided. The initial reporting consumer did not know any relatedness assessment of the events and the insulin lispro protamine suspension 75% insulin lispro 25% drug/while did not provide any relatedness assessment of the events with the humapen ergo ii devices and assessed the event of missed dose as related to the humapen ergo ii devices. Edit 18-nov-2022: upon review the narrative second paragraph was updated. No other changes were done to the case. Edit 18nov2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 20-nov-2022: upon review the indication for use and storage was changed from no to yes. No other changes were done to the case.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This reusable device case, reported by a consumer who contacted the company to report adverse events and product complaints (pc), concerned a 64-years-old asian (han) female patient. Medical history included hypertension, heart disease and family history patient mother had diabetes. Concomitant medications included xinyan, methylcobalamin, metoprolol tartrate and some unspecified drug for an unknown indication. The patient received insulin lispro protamine suspension 75% insulin lispro 25% (rdna origin) injections (humalog mix 25), via a cartridge, via a reusable device humapen ergo ii, at doses 25 units in the morning, 25 units in the evening, twice a day subcutaneously for the treatment of diabetes mellitus and beginning on an unknown date 2014 or 2015 (conflicting information). Sometime in 2019, while on insulin lispro protamine suspension 75% insulin lispro 25% therapy, the eyes were invisible and could not see clearly. In 2020, leg pain occurred and the leg was not good to use. In 2021, the memory was not good and she could not remember and she was easy to forget. Every year because she had hypertension, heart disease, diabetes, leg pain/legs were not good to use and she was hospitalized two to three times due to all these events. On (B)(6) 2022, due to a malfunction of the injection pen she did not inject insulin in the afternoon of that day. For the first and second pen, sometime in (B)(6) 2022, the insulin injection pen injection button could not be pressed. There was medicine liquid in the cartridge that was installed on the humapen and there were no abnormal objects inside the pen. The installed needle was connected to the cartridge properly, the needle was not clogged or bent, a new needle was used for each injection and the needle was at the size recommended by a doctor. The injection button was pressed slowly when used and the humapen was stored without the needle (lot number: seeasrptd, pc no. (B)(4)) and (lot number: seeasrptd, pc no. (B)(4)). Information regarding any corrective treatments, further hospitalization details, laboratory tests done while hospitalization, outcome of the events and the status of insulin lispro protamine suspension 75% insulin lispro 25% was not provided. The operator of humapen ergo ii devices was patient and her training status were not provided. The general humapen ergo ii was not provided and suspect humapen ergo ii start duration of use was from about 2014 or 2015. The status of humapen ergo ii devices was not provided and was not returned for investigation but troubleshooting was performed with guidance from a trained professional and the issue was resolved. The initial reporting consumer did not know any relatedness assessment of the events and the insulin lispro protamine suspension 75% insulin lispro 25% drug/while did not provide any relatedness assessment of the events with the humapen ergo ii devices and assessed the event of missed dose as related to the humapen ergo ii devices. Edit 18-nov-2022: upon review the narrative second paragraph was updated. No other changes were done to the case. Edit 18nov2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 20-nov-2022: upon review the indication for use and storage was changed from no to yes. No other changes were done to the case. Update 05dec2022: update 24feb2022: additional information received on 30nov2022 from the global product complaint database. Entered device specific safety summary (dsss) for humapen ergo ii device associated with pc (B)(4), lot seeasrptd (batch reported as 1606003 which is an invalid batch number), and humapen ergo ii device associated with pc (B)(4), lot seeasrptd (batch reported as 1606003 which is an invalid batch number). Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer for both the suspect devices. The device malfunction was updated from unknown to no for both the devices as troubleshooting was performed with guidance from a trained professional and the issue were resolved. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
No further follow-up is planned. This report is associated with 1819470-2022-00092 since there is more than one device implicated. Evaluation summary a patient reported that the injection button of her humapen ergo ii device could not be pressed. The patient experienced diabetes mellitus inadequate control. The device was not returned for investigation (batch reported as 1606003 which is an invalid batch number), but troubleshooting was performed with guidance from a trained professional and the issue was resolved. As the device was able to dispense insulin, the presence of a malfunction could not be confirmed. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported she could not see clearly. The core instructions for use state that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. There is evidence of improper use. The patient used the device while visually impaired. It is unknown if this misuse is relevant to the event of diabetes mellitus inadequate control.